Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for multiple back operations. Information was reported that the rep mentioned that the patient had an ins replacement. When asked for the reason of the replacement, the caller stated that the subq. Leads were moving or migrating so the system was replaced. This issue occurred in 2009 or 2010. No further complications were reported. No patient symptoms were reported.